Event description:
It was reported that the ventricular pacing threshold increased. It was recommended the patient receive a system replacement. During the replacement procedure, the threshold had returned to its original value. The representative and medical team inspected the system and did not find any issues. The reported right ventricular (rv) lead, however, did get dirty during the procedure. Thus, the lead was replaced. It was noted that there was no lead failure, and it was suspected the high threshold was caused by the patient's myocardium. No additional adverse patient effects were reported.